Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing over to all of the stations. A technical support specialist (tss) dialed into the server to verify overall system status, confirming that carefusion coordination engine messages were current and no disconnection condition was present. The tss contacted the pharmacy to request patient and order examples, but it was confirmed that the information was unavailable and all stations had already been placed in critical override due to a scheduled downtime. The tss informed the pharmacy that further investigation would continue independently and provided updates through email. Upon further review, the tss identified an issue related to inbound message processing and attempted corrective action based on the applicable knowledge article titled med es server messages not processing concurrent error, which was unsuccessful due to an execution failure. The tss then initiated a professional services engineering consultation for further developer review, updated the customer regarding the pending corrective solution, coordinated follow-up communication, confirmed that the issue was resolved. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing over to any of the stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.